Manufacturer narrative:
Not applicable.

Event description:
The customer was unable to provide the part number or lot number. During a posterior lateral spinal fusion (t10-l3), the procedure went smoothly with no impedance issues noted. However, it was later discovered that the needle had separated and was found in the patient's shin. The device was discarded and is unavailable for evaluation.